Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There is one other complaint in the lot. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted the near vision was not clear. Ten days after implantation the lens was exchanged for another lens. Additional information was requested.

Manufacturer narrative:
The product was not returned to manufacturing site. The manufacturer internal reference number is: (B)(4).